Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken grip cable at the proximal end near the clamping pulley. Additional observations : the instrument was found to have a segment of the conductor wire that was dislodged from the yaw pulley. A loop of the wire was protruding above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.